Event description:
It was reported that the programmer incurred an error message when placing the radio frequency head over the patient's device. Technical services provided assistance in resolving the issue by recommending the client run the service disk on the programmer. The programmer status is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.